Manufacturer narrative:
The unit was received from the field for evaluation. Refer to evaluation # (B)(4) - observed saline deposits at case nose/irrigation tube interface, as well as a rusted tip. Tested handpiece (test 002) and could not duplicate malfunction. Upon internal inspection no defect was found. The DHR for microtip lot 18413-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Microtip would never prime.